Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3537, serial# unknown, product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that it was not working at all. It was noted that the handheld controller wasn't working and they were unable to urinate. It was also reported that the device was turning off, so it couldn't be found by the controller. On (B)(6) 2017, it was reported that, in the office, the rep tried replacing the batteries and repositioning the batteries. Every time they would, the device would come on for 20 seconds and shut down again. The external neurostimulator (ens) was replaced and the patient's therapeutic benefit returned. There were no further complications reported or anticipated.